Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the foreign objects in the nozzle could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for separate issues. During the device analysis, the service center identified that the device had foreign objects in the nozzle. There was no patient involvement.